Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient stated that she was reprogrammed by a nurse practitioner and about a day later she started experiencing bladder spasms that made her feel like she was going crazy. The patient stated that it was uncomfortable in her vaginal area. The patient noted that she was on muscle relaxers but it was not helping. The patient was unable to troubleshoot as she could not find her patient programmer (pp) and would call back once she found it. Additional information was received from the patient regarding a loss of therapy. The patient was calling back regarding discomfort. The patient was assisted in lowering the amplitude and stated that it seemed a little better but she was not sure. The patient noted that the sensation she had felt had been one of being stimulated. The patient mentioned that she had urgency and bowel changes. The patient stated that she was going three times a day and going right through her. The patient was reviewed that it takes time for the body to respond to therapy, therefore, titrations should be discussed with a healthcare professional (hcp). The patient was recommended to follow up with hcp if the problem does not resolve. Additional information was received from the patient. The patient reported that they had a urinary tract infection (uti) as a circumstance that led to the bladder spasms, discomfort in vaginal area, and changes in urgency/bowel symptoms. The patient stated that they lowered intensity and received antibiotic bladder spasm medicine as steps to resolve the bladder spasms, discomfort in vaginal area, and changes in urgency/bowel symptoms. The patient noted that the bladder spasms, discomfort in vaginal area, and changes in urgency/bowel symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.